Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected unit was received for evaluation. The condition was verified via visual inspection. The sample¿s analysis revealed a small hole approximately 0.5 cm on the tubing. No cause could be determined as to how the cut originated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set¿s tube was damaged, ¿puncture¿. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.